Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that their thermometer was giving false negative readings on their child. The device allegedly was reading 3.3 degrees lower than the patient's actual temperature. The child was brought to a doctor, where it was confirmed that he had a fever. The false negative reading may have caused a delay in medical attention. No adverse event occurred, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.